Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and unclear drain. The cause of the event, patient outcome and action taken with pd therapy were not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic for the event. At the time of this report, the event remained ongoing and the patient continued under observation. The reporter declined to provide additional information.